Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 10 and 4109. H6: results code was added: 3252. H6: conclusions code was added: 4307. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual evaluation of the as returned product identified the implant with signs of use and a fracture on the collar.functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4). Patient weight is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s email address is not provided / unknown. Additional 510(k) number is k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reports that the tsv6b11 implant was removed due to infection. Tooth site #15. The site was not grafted previously or simultaneously to placing the implant.

Manufacturer narrative:
This report is being submitted to relay additional information. The returned implant was found to be fractured. A correction is made as required intervention to prevent permanent impairment/damage (devices) was incorrectly not checked off in the initial report.

Event description:
During inspection of the returned device it was noted that there was a fracture of the collar on the tsv6b11 implant.